Manufacturer narrative:
Insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, end cap broken off, cracked and bleeding lcd glass, and minor scratches on display window noted. Unable to perform any tests due to lcd physical damage.

Event description:
The customer reported via phone call that his blood glucose level dropped to 25 mg/dl. The customer treated his low blood glucose level with glucose tablets. When he got out of his bed, he fell on the insulin pump and cracked it. The display was cracked and he could not see anything on the display screen. The drive arm was falling out. The drive support cap was protruded. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.